Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the procedure, the surgical cavity was inspected and it was found that the internal distal portion of the blade had fractured and remained inside the cavity. The fragment was carefully removed with forceps, and it was subsequently verified that no residues remained and that no injuries were present in the patient.

Manufacturer narrative:
Alleged failure: found that the internal distal portion of the blade had fractured. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be the blade came in contact with a hard object, causing damaging the teeth, and hitting the housing edges. Other possibilities of unintended excessive force applied by the user include (bending or prying). The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the procedure, the surgical cavity was inspected and it was found that the internal distal portion of the blade had fractured and remained inside the cavity. The fragment was carefully removed with forceps, and it was subsequently verified that no residues remained and that no injuries were present in the patient.